Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with episodes of dizziness. Several noise reversion episodes were noted upon device interrogation. Clinician believed that the issue is due to myopotential, so programming changes were made. No tests were performed to confirm if the noise was reproducible. Review of egms by st. Jude medical representative suspected that the noise appeared to be morphologically close to emi than myopotential. Additional egms were requested for a more thorough evaluation. Patient will be monitored remotely going forward.